Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusions: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. A direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the report of bleeding could not conclusively be established through this evaluation. The hm3 lvas instructions for use lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Information regarding the recommended anticoagulation therapy and inr range can also be found within this document. No further information was provided. The patient remains ongoing on (B)(6). No related complaints have been reported at this time. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 for nasal bleeding, which they had not been able to stop for several hours. Finger pad tamponade stopped the hemorrhage and the event was considered resolved/recovered on (B)(6) 2019.